Event description:
It was reported that the customer had a no delivery alarm during bolus on the insulin pump. The customer's blood glucose level was 234 mg/dl. The customer reported the alarm was resolved by compete set change. The customer is unable to troubleshooting because she is not experiencing the issue at time. The customer was advised to complete set change as soon as possible. The customer is sending in the set and reservoir for analysis, send her replacements.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoirs were not occluded.